Event description:
Device malfunction: misplaced. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, the rx acculink stent removed forward during deployment not fully covering the target lesion. A second rx acculink stent was successfully deployed to cover the remainder of the lesion. The pt did not experience any adverse effects and was discharged to home one day post procedure. Although requested, there is no additional info available.

Manufacturer narrative:
Study report. The stent remains in the pt. The lot number was provided. A review of the finished device lot history review did not reveal any non-conforming material reports which could have contributed to this complaint. Stent migration is a possible adverse event associated with carotid artery stenting procedures as listed in the device instructions for use.